Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and experienced high blood glucose levels. The blood glucose value of the customer at the time of the incident was unknown. The customer stated that they were hospitalized twice due to diabetic ketoacidosis. The product will not return for analysis.